Event description:
Provider states that the cushions are worn off of the legrests which is causing rubbing on the consumer legs. Provider was not made aware of any injuries caused by this issue. No additional information provided.